Event description:
Approximately sixteen years and eleven months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: aortic arthrosclerosis is present, lumbar spondylosis and facet joint disease are present and fat containing umbilical hernia. In reference to the filter, the tip of the filter is 4.7 cm below the level of the confluence of the renal veins. The axis of the filter is parallel to the lumen of the inferior vena cava (ivc). The lateral margins of the cage all appear either intramural or extraluminal. Additional information received per the patient profile form (ppf) states that the patient experienced ivc perforation and mesenteric perforation. The patient became aware of the reported events approximately sixteen years and eleven months after the index procedure. The patient also experienced fear and an irregular heart rhythm.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of a trapease vena cava filter. The information reported indicated filter subsequently malfunctioned and caused that the filter perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of ivc perforation and mesenteric perforation, approximately sixteen years and eleven months post implant. The patient also reported fear and an irregular heart rhythm related to the filter. According to the medical record an abdominal computed tomography (CT) scan was performed, approximately sixteen years and eleven months post implant, to evaluate the filter. The report noted the ivc filter is present with the tip of the filter 4.7 cm below the level of the confluence of the renal veins. The axis of the filter is parallel to the lumen of the inferior vena cava (ivc). The lateral margins of the cage all appear either intramural or extraluminal. Incidental findings noted aortic arthrosclerosis, a prosthetic mitral valve, lumbar spondylosis and facet joint disease are present, surgical clips at the gastroesophageal junction and a fat containing umbilical hernia. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported perforation could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. An irregular heartbeat, an arrhythmia, is characterized by a skipped or additional beat out of sync with the normal rhythm of the heart. Anxiety and an irregular heartbeat do not represent a device malfunction and may be related to underlying patient specific issues or comorbidities, such as mitral valve replacement. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per the implant records filter placement was indicated prior to stomach reducing abdominal surgery which placed the patient at relatively increased risk for pulmonary embolus. The patient¿s right groin was prepped and draped in the usual sterile fashion. The right common femoral vein was punctured, and a straight sizing catheter was inserted into the lower inferior vena cava where contrast material was injected showing that the inferior vena cava was widely patent and normal in caliber. The delivery system was then introduced, through which the inferior vena cava filter was successfully deployed. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs and mesenteric perforation, becoming aware of these events approximately sixteen years and eleven months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information reported indicated filter subsequently malfunctioned and caused that the filter perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of ivc perforation and mesenteric perforation, approximately sixteen years and eleven months post implant. The patient also reported fear and an irregular heart rhythm related to the filter. According to the medical record an abdominal computed tomography (CT) scan was performed, approximately sixteen years and eleven months post implant, to evaluate the filter. The report noted the ivc filter is present with the tip of the filter 4.7 cm below the level of the confluence of the renal veins. The axis of the filter is parallel to the lumen of the inferior vena cava (ivc). The lateral margins of the cage all appear either intramural or extraluminal. Incidental findings noted aortic arthrosclerosis, a prosthetic mitral valve, lumbar spondylosis and facet joint disease are present, surgical clips at the gastroesophageal junction and a fat containing umbilical hernia. According to the implant record the indication for the filter implant was prophylactically prior to stomach reducing surgery, which placed the patient at relative increased risk for pulmonary embolus. The filter was placed via the right common femoral vein and deployed after a venacavogram was performed. The product remains implanted and unavailable for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported perforation could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. An irregular heartbeat, an arrhythmia, is characterized by a skipped or additional beat out of sync with the normal rhythm of the heart. Anxiety and an irregular heartbeat do not represent a device malfunction and may be related to underlying patient specific issues or comorbidities, such as mitral valve replacement. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall. The device was not returned for evaluation. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, complications may occur at any time during the procedure. Possible long-term complications associated with filter implantation include, but are not limited to, filter perforation of the vena cava wall. Without the return of the device, it is difficult to make a clinical conclusion between the device and the reported event based on the little information available. The IFU notes filter perforation of the vena cava wall as a long-term complication related to trapease filters. Without procedural films or post implant imaging available for review, the reported perforation could not be confirmed or further clarified. As no lot number was provide a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.